Event description:
It was reported; the subject device when tensioning the wire in the papilla to cut it, the wire tears in the proximal area. The issue was found during a therapeutic endoscopic retrograde cholangiopancreatography procedure and was completed using a similar device. No delay and no patient harm were reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the break was caused by an electric discharge that happened by the mechanism below: 1) the coated portion was torn. 2) the cutting wire was exposed by the tear. 3) the exposed wire came in contact with the endoscope. 4) the device was energized with high-frequency current while the exposed part of wire was in contact with the endoscope. 5) the energization caused an electric discharge, resulting in break of the cutting wire. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.